Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hemosplit d/l catheter with various components along with guidewire were returned for sample evaluations. Visual, microscopic visual, tactile, dimensional and functional evaluations were performed. The guidewire distal end was noted to be slightly bent may be due to advance hence considered as an incidental issue. An attempt to load the j-tip guidewire into the blue luer of the catheter was performed and was unsuccessful. Resistance was felt when the guidewire advanced to the bifurcate portion of the catheter. The guidewire did not advance. An attempt to load the j-tip guidewire into the red luer of the catheter was performed and was successful. Dye test was performed to the blue luer and resistance was felt. No water was observed exiting the distal end of the catheter. Aspiration was attempted and was unsuccessful. Red luer and was patent to infusion and aspiration. Therefore, the investigation is confirmed for the reported catheter occluded and serum passing and guidewire advancement difficulty. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the venous branch was allegedly occluded and does not let the serum passed. It was further reported that the guidewire allegedly did not pass through the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the venous branch was allegedly occluded and does not let the serum passed. It was further reported that the guidewire allegedly did not pass through the catheter. There was no reported patient injury.